Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (25 mg/ml at minimum rate) and bupivacaine (25 mg/ml at minimum rate) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that an alarm was not heard, but alarms were confirmed by telemetry. The pump logs were checked, and it was determined that the non-critical eri (elective replacement indicator) alarm had occurred and a low battery reset occurred. The patient stated that she was having flu-like symptoms that had come on suddenly and she was still feeling as if in a fog. She thought she was having gallbladder issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-apr-2018 and it was reported that the pump would be replaced today. No further complications were reported/anticipated.